Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. When asked for clarification on the "device not working" they stated that the manufacturing representative (rep) told them they couldn't help them anymore. They noted that the cause was not determined and repeated that the rep couldn't or wouldn't help them anymore. They stated the issue was resolved, they got the device taken out and another device put in.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The patient reported the interstim stopped working after 3.5 years. They had the interstim removed after they were told that there was nothing else they could do by a medtronic rep. They were told they weren't going to help them anymore. .the patient also reported they have an axonics snm and it's not working. The patient no longer has the device has been removed, and was provided with the number for an mdt patient support representative.